Event description:
It was reported that at 3,130 joules while using the surgical fiber during a prostate procedure, the fiber procedure, the fiber port overheated. The procedure was completed using a second fiber. Pt outcome: "condition was ok."

Manufacturer narrative:
Fiber analysis: the fiber's glass cap was found to be fractured distal to the glue zone and partially broken. The heat shrink tube is melted. There was no indication or report of any part of the device remaining inside the pt. The fiber/cap conditions would result in forward firing. The most probable root cause of the device failure was suspected to be related to heat accumulation/user handling, due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.